Event description:
Subsequent to the initially filed report, the following information was received: the procedure was previously incorrectly reported as carotid procedure using a large-bore sheath. The interventional procedure was an abdominal aortic aneurysm treatment using a 5f sheath. Device analysis on 08/28/2023 found that the guide was separated but remained in the guide tube. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The obstruction of flow was not confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The root cause of the reported difficulties cannot be determined. The subsequent treatments are related to circumstances of the procedure. In this case, it is possible the device was not inserted deep enough into the vessel. The guide break and other noted damage are symptoms of the procedural circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6- medical device problem code 1494 (off-label use) was removed.

Manufacturer narrative:
Medical device problem code 1494-indication for use. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The other proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with two proglide devices after a carotid procedure using a large-bore sheath. Reportedly, with both devices, no blood flow was found in the lumen. A new proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.